Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) recently exhibited t-wave oversensing. Boston scientific technical services (ts) was contacted for review, and it was discussed that this device has exhibited intermittent, isolated t-wave oversensing during biventricular pacing that occurred close to the maximum tracking rate. As the oversensing has only occurred a small number of times, ts stated that the physician could continue with the current programmed settings and remote monitoring. At this time, the crt-d remains implanted and in-service. No adverse patient effects were reported.